Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications.

Event description:
Healthcare professional reported patient was injected to the cheekbones and nasolabial folds with juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Ten days later patient was injected to the cheekbones and nasolabial folds with juvéderm® volbella¿ with lidocaine. Four months later patient developed edema and had ¿recurrent nodules of varying size rocking on all injection sites.¿ a biopsy was performed and the radiography results of the biopsy showed granuloma reaction. Patient was prescribed solupred. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00901 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, nodules, and granuloma reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. " indurations or nodules at the injection area. " cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the cheekbones and nasolabial folds with juvederm voluma" with lidocaine and juvederm volift" with lidocaine. Ten days later patient was injected to the cheekbones and nasolabial folds with juvederm volbella" with lidocaine. Four months later patient developed edema and had recurrent nodules of varying size rocking on all injection sites. A biopsy was performed and the radiography results of the biopsy showed granuloma reaction. Patient was prescribed solupred. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00901 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma" with lidocaine.